Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with unexpected near sightedness. Clinical reason being mentioned as myopic surprise. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Event description:
Additional information was received by stating, there was no further impact to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).